Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient administered boluses remotely via her blood glucose monitor. She stated that boluses were not in the history of her infusion device. She stated that she does not think it is a communication problem between the infusion device and her blood glucose monitor, but that the problem is that her infusion device fails to deliver insulin properly. She experienced an elevated blood glucose level of 20.1 mmol/l. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.